Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pump delivered boluses that the customer did not request. The customer was unsure of when the event took place, therefore the allegation could not be confirmed.